Manufacturer narrative:
(B)(4). The complaint of high defib impedance was received with the return of the lead. No conclusion code available. Failure event observed during analysis. Final analysis found a full lead was returned for analysis. External insulation abrasion was noted at 1.0cm - 1.3 cm from the pin consistent with lead friction to the ICD can. The abrasion only breached the optim sheath.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found a full lead was returned for analysis. External insulation abrasion was noted at 1.0cm - 1.3 cm from the pin consistent with lead friction to the ICD can. The abrasion only breached the optim sheath. The complaint of high defib impedance was reported in a separate MDR.